Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of a 6.3 x 6.7 cm abdominal aortic aneurysm approximately five years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented for a routine follow-up four weeks ago and required a CT to be performed. This demonstrated there was disease progression leading to distal stent graft migration of 4 cm with a slight type I endoleak present. The aortic neck measured 25 mm in diameter at the level of the renal arteries; it was 6 cm in length and there was severe angulation of approximately 80 degrees. A 28 mm aneurx aortic cuff and a 32 mm endurant aortic cuff were implanted and successfully resolved the migration and the proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (stent migration, endoleak). Patient's condition affected effectiveness of device (disease progression and aortic neck angulation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression and aortic neck angulation).